Manufacturer narrative:
H3: analysis of the catheter revealed catheter; broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2020. Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the patient had no symptoms. The patient had already returned to baseline pain levels.  The hcp had already suspected that there was a problem with the catheter because he took all of the medication out of the pump and filled it with saline. The hcp office believed the catheter damage was a result of the patient's l4-l5 back fusion that had nothing to do with the pump or therapy. It was noted the patient had a history of back problems. It was further reported the catheter had been damaged and severed. The rep had the catheter and was returning it.

Manufacturer narrative:
Concomitant products: product ID 8780 lot# serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving 0.9% nacl via intrathecal infusion pump for spinal pain. It was reported that the patient had a l4-5 back fusion that occurred after the initial pump placement. It was reported that the surgeon damaged the original catheter. Prior to opening the patient, the pain doctor attempted a catheter dye study. They were unable to aspirate or push any fluid into the catheter. The pain doctor decided to replace the entire catheter system. The old catheter was disconnected and pulled into the pocket. Only part of the catheter could be recovered. The surgeon did not want to open up a bigger incision to look for the catheter entry point in the back. The new catheter was connected and had good csf return.